Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/17/2014 with the following findings: a review of the pump black box data revealed a cs 064 call service alarm. During testing, no call service alarms were duplicated. The pump case was removed and evidence of moisture ingress was found on the motor flex connector. Evidence of the complaint was found in the black box data; however, the complaint was not duplicated.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 064) issue. It was reported that the pump emitted a cs 064 call service alarm during an attempted bolus. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.